Event description:
It has been reported to philips that the led on the footswitch intermittently turned red. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and identified both the wi-fi led and battery indicator on the wireless footswitch (wfs) were off. The fse confirmed the issue with the wfs battery. To resolve this issue, fse replaced the wireless footswitch and returned to philips for further analysis. The analysis identified that two anti-slip rubbers were missing. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation's outcome.